Manufacturer narrative:
The permanent cautery hook instrument has been returned and evaluated by the failure analysis. The instrument was found to have a broken conductor wire at yaw pulley. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Probable root cause is attributed to conductor wire management issues and component susceptibility to damage through external collisions, during use, or during reprocessing which can result in damage to the wire itself, weld, and insulation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument energy connection did not work even after being connected, so the instrument was replaced and used. There were no fallen fragments, injuries, or complications. The procedure was completing as planned with no reported injury.